Event description:
Customer reported 35 false positive results for the flub target on the alinity m resp-4-plex assay. The customer stated they had been getting false positive for the flub target at least 4 to 5 per week even though it is was not the season for flub in (B)(6) right now. The customer only retested one of the samples on genexpert. The repeat result has not been reported. The customer believes the issue also includes sars, although they did not have any confirmed false positive results at the time. All patients that are positive for sars are put in isolation and she believes some of these isolations were unnecessary because some might have been false positive. The customer reported the issue occurred on an additional alinity m instruments (reported in MDR 3005248192-2022-00432). Although the customer did not confirm a false positive result for sars-cov-2, this form will be run as worst case scenario of false positive for sars-cov-2 target on the alinity m resp-4-plex assay. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket reported discrepant patient results with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2 3005248192-2021-00406; 3005248192-2021-00367 follow up report 1 ; 3005248192-2021-00313 follow up report 1 ; 3005248192-2021-00361 follow up report 1 ; 3005248192-2021-00402 follow up report 1 ; 3005248192-2022-00077; 3005248192-2021-00152 follow up report 1; 3005248192-2021-00126 follow up report 1 ; 3005248192-2021-00381 follow up report 1 ; 3005248192-2021-00454 follow up report 1 ; 3005248192-2021-00370 follow up report 1 ; 3005248192-2022-00212 follow up report 1 ; 3005248192-2021-00343 follow up report 2; 3005248192-2022-00142 follow up report 2; 3005248192-2021-00375 follow up report 1; 3005248192-2021-00479 follow up report 1; 3005248192-2021-00480 follow up report 1; 3005248192-2021-00481 follow up report 1; 3005248192-2021-00507 follow up report 1; 3005248192-2021-00502 follow up report 1.